Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Laboratory analysis did not confirm any anomalies with the beeper function. Detailed analysis was conducted, and a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion identified during laboratory analysis. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the beeper disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) following magnetic resonance imaging (MRI). Technical services (ts) discussed the potential of the beeper becoming disabled during an MRI and discussed how to test the beeper and re-enable if audible. Additional information was received that this device was later explanted and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.